Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the forceps jaws would open, but failed to close properly due to the bent needle. The condition of the returned incident device was consistent with the complaint of a jagged/protruding piece of metal. The directions for use (dfu) document cautions that "application of excessive force to the forceps may damage the device." Therefore, the device was likely used beyond its design limitations. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single use biopsy forceps was used during a procedure. According to the complainant, a biopsy was successfully taken to complete the procedure using the radial jaw 3 device. However, upon removal of the device from the scope, a jagged piece of metal was protruding from the device. This piece of metal caused inner lining damage to the scope. Prior to use, the account reported no visible damage to the forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single use biopsy forceps was used during a procedure. According to the complainant, a biopsy was successfully taken to complete the procedure using the radial jaw 3 device. However, upon removal of the device from the scope, a jagged piece of metal was protruding from the device. This piece of metal caused inner lining damage to the scope. Prior to use, the account reported no visible damage to the forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single use biopsy forceps was used during a procedure. According to the complainant, a biopsy was successfully taken to complete the procedure using the radial jaw 3 device. However, upon removal of the device from the scope, a jagged piece of metal was protruding from the device. This piece of metal caused inner lining damage to the scope. Prior to use, the account reported no visible damage to the forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient identifier, patient age, date of birth, gender and weight are unknown. Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.